Event description:
It was reported that the customer performed the load fill tubing sequence while connected to the infusion set site. The customer's blood glucose (bg) level ranged from 43-44 mg/dl. Customer consumed glucose tablets and gatorade to address bg level. Reportedly, the customer continued using the pump for insulin therapy.

Manufacturer narrative:
The t:slim x2 with control-iq user guide states: "warning: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.